Event description:
Patient's mother contacted dexcom technical support (ts) on (B)(6) 2015 to report a blotchy, red, dry rash. The sensor was inserted on (B)(6) 2015 and the rash was noticed on (B)(6) 2015. The patient's father called ts on (B)(6) 2015, to report that the patient was taken to the dermatologist on (B)(6) 2015. The nurse confirmed that the skin irritation was from the sensor and was in the shape of the sensor patch. No medication was prescribed. Patient's father stated he applies cetaphil lotion to the affected area. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum user's guide states: "inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration)."